Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), alopecia ("hair loss"), haemorrhoids ("hemorrhoid"), depression ("depression"), sleep disorder ("problem sleeping"), mood altered ("moodiness") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, alopecia, hormone level abnormal, haemorrhoids, depression, sleep disorder, mood altered and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, haemorrhoids, hormone level abnormal, mood altered, pelvic pain, psychological trauma and sleep disorder to be related to essure. The reporter commented: previously reported essure insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: unknown other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received-event "injury to herself" updated to "pelvic pain female", events- "abdominal pain, psych injury, hair loss, hormonal changes, hemorrhoid, depression, problem sleeping, moodiness and anxiety", patient details, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.